Event description:
It was reported that balloon rupture occurred. The target lesion was an area of in-stent restenosis of a non-boston scientific stent. A 2.50mm x 12mm nc emerge was advanced for dilatation. The balloon was inflated twice at 12 atmospheres (atm) and 18 atm respectively. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was an area of in-stent restenosis of a non-boston scientific stent. A 2.50mm x 12mm nc emerge was advanced for dilatation. The balloon was inflated twice at 12 atmospheres (atm) and 18 atm respectively. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post-procedure.